Manufacturer narrative:
This report is being submitted to update the information in sections b5 and h6.

Event description:
It was reported that this lead was explanted due to a product performance anomaly. The procedure was successfully completed with another lead. This lead has not been returned to boston scientific and no additional adverse patient effects were reported. Additional information was received, and it was reported that this lead was explanted due to loss of capture (loc). This lead has not been returned to boston scientific and no additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to a product performance anomaly. The procedure was successfully completed with another lead. This lead has not been returned to boston scientific and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.